Event description:
It was reported that the user experienced hyperglycemia after the reservoir ran out of insulin overnight, leading to an early morning high blood glucose reading; the user replaced the cartridge and insulin delivery resumed with glucose trending toward normal. Symptoms included hyperglycemia without reported acute complications. Outcomes included temporary interruption of therapy without hospitalization or medical intervention. Investigation included a review of the event details provided by the user. Investigation of this case revealed insufficient information to identify a definitive device malfunction or use error beyond depletion of the insulin reservoir. It was concluded that the cause of the hyperglycemia remained unclear and that the event resolved after cartridge replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.